Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop.

Event description:
It was reported that there were elevated right ventricular (rv) lead thresholds due to micro-dislodgement. Upon repositioning the lead, the physician was not able to deploy the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.